Event description:
It was reported that nurse stated they were getting an alarm 14 (patient temperature 1 probe out of range) on the arctic sun device. Nurse believed the baby was simply too cold, but they also replaced the probe and turned on the vent warmer so they could not be sure. As of now therapy was running as expected. Mss suggested the nurse to get another temperature in cable and swap that out if they had any more probe issues or alarms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "handling damaged". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temperature sensing catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they were getting an alarm 14 (patient temperature 1 probe out of range) on the arctic sun device. Nurse believed the baby was simply too cold, but they also replaced the probe and turned on the vent warmer so they could not be sure. As of now therapy was running as expected. Mss suggested the nurse to get another temperature in cable and swap that out if they had any more probe issues or alarms.